Event description:
It was reported that the biomed had an arctic sun device that was having cooling issues and would like to send it in for investigation and service. As per sample evaluation results received on 24feb2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that arctic sun device was primed to fill . It was also stated that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively . The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that the scratch on the top left control panel screen, however, this does not effect the function of the control panel . It was also noted that the replaced cca ac card, power inlet module and tank tubing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. Device having prime to fill issues, circulation pump had failed. Circulation pump was serviced, pump head was replaced during the pm. Unit was primed to fill. The control panel coin cell battery has reached an age of or beyond 2 years old and requires replacement. Inspected unit and components. Cleaned condenser coil. Cleaned tank and level sensor. Performed 2k pm service on the unit. Serviced mixing pump. Replaced the heater, manifold o-rings, drain valves, tank tubing and the coin cell was replaced with a new coin cell. Replaced cca ac card. Replaced the power inlet module. Verified all upgrades are complete. Run system functional checks. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The device did not meet specifications and the product was influenced by the reported failure. The device was not used on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore the DHR review is not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device that was having cooling issues and would like to send it in for investigation and service. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that arctic sun device was primed to fill. It was also stated that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively . The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that the scratch on the top left control panel screen, however, this does not effect the function of the control panel . It was also noted that the replaced cca ac card, power inlet module and tank tubing.